Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported there was no typical sounds of ultrasound after successfully testing the system. The procedure was not started. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The ultrasound (u/s) controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The u/s controller printed circuit board (pcb) was received and was installed into a calibrated centurion vision system. The pcb was tested and found to meet specifications. The system was manufactured on march 9, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).